Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss and the pump not refilling when pressing it. All components were removed, and a new malleable device was implanted. There were no patient complications.